Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer's reported ua07 error message was defective load cells. The cracked covers and defective load cells were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed cracks on the top cover, front enclosure, and bottom enclosure. Based on the photos provided by the service team, noticed a large vertical crack on the top cover and multiple cracks on the front and bottom enclosure. The observed physical damages are appeared to be the characteristics of user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. The archive data review showed multiple ua07 error messages on and around the customer reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load cell characterization test revealed that both the load cells were defective (exceeded the parameters) and was replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During resuscitation of a (B)(6)-year-old male diabetic patient in cardiac arrest, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer provided no further information. No consequences or impact to the patient.